Manufacturer narrative:
The customer complaint that the pcu does not see the pump module was confirmed and replicated during the investigation. ¿ with the instrument seal found broken and the bezel manufacture date being november, 2017, conclude that the pump module during a bezel replacement process, pin 23 of the u1 analog to digital converter (adc) was damaged inadvertently. ¿ no other malfunctions were found and the pump module passed system recognition testing after the found fault was corrected on the logic board a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient harm reported.

Event description:
It was reported that there was a problem with the power supply to this device. The pc unit did not recognize it. There was no harm to the patient as a result of this event.